Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 15.5 mmol/l (279 mg/dl) between 49 and 71 hours of wearing the pod. The patient¿s legal guardian reported medical assistance was obtained on (B)(6) 2026, following an incident in which the pod applied at the time caused an abscess, presenting with redness, swelling, pain, hot to the touch, oozing puss, and discomfort. Due to the severity of the symptoms, the patient had trouble walking and subsequently missed school for two days. The patient was evaluated at far lane medical centre by the general practitioner. The patient diagnosis was an abscess on the leg. The patient¿s treatment included flucloxacillin 500 mg, 4 times daily for 10 days, paracetamol 1 g, 4 times daily for 4 to 5 days, and antiseptic cream, to be applied for 10 days.